Event description:
Same case as: 2030404-2012-00104, 3005188751-2012-00108, and 3005188751-2012-00109. It was reported that after a pulmonary, vein isolation (pvi) cryoablation procedure, a cardiac tamponade occurred. After completion of the pvi in the left atrium, the pt was stable. The physician performed an electrophysiology study on the right side using an 8.5f agilis nxt introducer, one supreme ep catheter and two inquiry steerable catheters. Towards the end of the case, it was noted that the pt's heart rate increased and the pt became hypotensive. Echocardiography confirmed a pericardial effusion, and a pericardial tap was performed. A pericardial window was also performed revealing the perforation was located in the right atrium posterior to the coronary sinus. The pt was stable and discharged two days post procedure.

Manufacturer narrative:
The device was not returned to sjm; therefore, a physical eval of the product could not be conducted. Review of the device history record confirmed this device met mfg requirements prior to shipment. The most probable root cause of the tamponade is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.